Event description:
The customer reported the d-rays were disabled. The system was not producing fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. All ps1 connectors and mf fuses were reseated. The ps1 power supply voltage was adjusted, the system was the found to be operating as intended.